Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-05166/05169).

Event description:
It was reported that patient enrolled in a clinical study underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to infection where all components were removed and replaced with cement spacers. It was further reported that patient underwent a revision procedure on (B)(6), 2011 where competitor components and a biomet patella were implanted. Additionally, patient underwent an irrigation and debridement procedure on (B)(6) 2011 where the competitor polyethylene liner was exchanged.